Manufacturer narrative:
The reported field event of capture anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The cause of the field event remains undetermined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the left ventricular lead was connected to the device, there was no capture at maximum output. The lead was retested through the pacing systems analyzer and was properly functioning. The device was removed and replaced, which resolved the issue. The patient was in stable condition.